Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer. Incident occurred at start of treatment and was noted on leak alarm. Leak was verified visually in dialysate. Blood was not returned to the pt with an estimated blood loss of 150 cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention per hcp.